Manufacturer narrative:
(B)(4). Batch #: v9512n. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with the upper jaw broken at the closure slot. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The damage at the jaw could have contributed to the reported tissue manipulation issues and tissue effect issues, this due to the reduced compression capacity of the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the nslx137c was used several times (about 5-10 activations and cut cycles) and then the closing handle started to stick intermittently - the handle (and jaws) would not open. The surgeon opened the jaws by pushing on the shepard's hook. Then the device started making a very pronounced squeaking noise while being used. Then it started intermittently pushing (rather than cutting) the tissue. The final straw was when the device did not seal a small vessel. All of this occurred on fatty mesentery tissue. The device was used through approximately 25 seal and cut cycles before the device was removed and replaced by another device. There were no patient consequences.